Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading was 449 mg/dl. It was unknown how the customer treated for their high blood glucose and have switched to their back up plan. It was unknown whether the customer was using automode. The customer also inquired on information about the type of batteries to use for the insulin pump. The pump will not be returned for analysis.